Event description:
Caller reported that insulin gauge displayed an amount different than expected, with the pump showing a static fill estimate of 70 units despite insulin being delivered. There was no adverse impact to the customer¿s blood glucose level. Technical support educated the caller that this issue can occur due to a large variance in measured pressures affecting the calculation of the remaining insulin. Once the static fill estimate matches the actual insulin in the cartridge, the gauge will function normally, and the caller understood and acknowledged this explanation.